Event description:
The customer reported out of range normal control solution results with test strips. On 10/13/96 she opened the second bottle from a box of fifty and obtained control solutiojn results of 186 and 181 mg/dl. On 10/14/96 the customer called the co's customer support line and, with the representative, performed a normal control solution test. The result was 178 mg/dl versus a normal control solution range of 108-162 mg/dl. The control solution, normal control solution, lot #vj095, expiration 10/97, was opened one week ago and was shaken vigorously before the sample was applied. Also with the representative, the customer performed a cxheck strip test. The result was 94 versus a range of 88-106. The customer stated that the first sbottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in her bedroom.